Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion and subsequent death remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred and the patient expired. The patient became hypotensive and an echocardiogram revealed a pericardial effusion and an pericardiocentesis was performed. The ablation was pursued for approximately 30 minutes. At the end of the procedure the blood pressure started to drop again, the patient was drained again which went on for almost 2 hours. At the end, the patient had an electromechanical dissociation, had to have a heart massage and expired.